Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4). Product type programmer, patient, product ID 3093-28, lot # v334554, implanted: (B)(6) 2009. Product type lead. (B)(4).

Event description:
It was reported the patient was not feeling stimulation and could not remember the last time they felt it. Looking at the programmer, the patient saw a low battery indicator for the programmer. It was stated the batteries for the programmer were empty. It was also noted the patient just received medication for a bladder infection. It was unknown how long the patient had the infection, but just noticed that their urine was ¿cloudy.¿ it was indicated the patient was to put new batteries in their programmer and increase stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.